Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor became detached which prevented him from obtaining a sensor result. It was further reported that on (B)(6) 2018 customer experienced ¿malaise and hypoglycemia¿ with a subsequent loss of consciousness, causing the customer to fall. Emergency personnel were called and upon arrival a reading of 36 mg/dl was received. Customer was treated with glucose via intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported his adc freestyle libre sensor became detached which prevented him from obtaining a sensor result. It was further reported that on may 5, 2018 customer experienced ¿malaise and hypoglycemia¿ with a subsequent loss of consciousness, causing the customer to fall. Emergency personnel were called and upon arrival a reading of 36 mg/dl was received. Customer was treated with glucose via intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. A tripped trend was completed for the reported complaint and fs libre sensors, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed,